Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. The caller initially attempted a pump reset on their own and then contacted technical support for assistance, which led to the successful completion of the reset and resolution of the issue. The cgm error code did not appear again, and the caller was able to successfully start their sensor session.